Event description:
The patient presented to the emergency room due to headache and pain at the lead incision site. The physician decided to explant the lead. The patient is reportedly doing well.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.